Event description:
It was reported that: catheter was inserted on (B)(6) 2023 in the or, with 2 insertion attempts documented, placed by ultrasound guidance. Once the catheter was no longer needed, during the removal process, the distal tip of the catheter broke off and was retained in the patient , leading to emergent surgery (explained as radial artery exploration and successful removal of retained portion of the device). The reported defect was detected during use on patient. The patient condition was reported as "fine" post-procedure. Medical intervention reported states: radial artery exploration and successful removal of retained portion of the device.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: catheter was inserted on (B)(6) 2023 in the or, with 2 insertion attempts documented, placed by ultrasound guidance. Once the catheter was no longer needed, during the removal process, the distal tip of the catheter broke off and was retained in the patient , leading to emergent surgery (explained as radial artery exploration and successful removal of retained portion of the device). The reported defect was detected during use on patient. The patient condition was reported as "fine" post-procedure. Medical intervention reported states: radial artery exploration and successful removal of retained portion of the device.